Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring placement of a chest tube and hospitalization. The biopsied lesion was 2cm and in the left upper lobe - inferior lingular segment. Tools utilized were 21g flexision needle, compatible forceps, and cytology brush. Staging utilizing endobronchial ultrasound (ebus) was performed. The procedure was completed. The ion system did not exhibit any issues or unexpected behaviors. Per the physician, the pneumothorax was a standard complication following transbronchial biopsy. The pneumothorax was identified intraprocedurally (seen on cone beam CT) it was small but grew over time. The patient was totally asymptomatic even after the pneumothorax enlarged. The physician believed that the pneumothorax could have potentially occurred via another biopsy modality. The patient was hospitalized overnight, then discharged home. The diagnosis obtained from pathology was squamous cell carcinoma (malignant).

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.